Manufacturer narrative:
The insulin pump was received with intermittent button response during testing due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump was also received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was submerged in the water and it has affected how the insulin pump functioned. Customer's blood glucose was 66 mg/dl. Customer hasn't noticed any alarms that have been reoccurring. No button error alarm was noted on the device. Customer was unable to perform self-test. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.